Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with obstruction of the corpus cavernosum pathway on the right with significant dilatation of the inflatable penile prosthesis (ipp). Ultrasound performed showed bulging in the central region of the penile shaft on the right. The device was replaced. No patient complications were reported.

Event description:
It was reported that the patient presented with obstruction of the corpus cavernosum pathway on the right with significant dilatation of the inflatable penile prosthesis (ipp). Ultrasound performed showed bulging in the central region of the penile shaft on the right. The patient decided to replace the device.